Event description:
It was reported that (1) device was used during a hiatus hernia. It was reported by the affiliate that the 355sd gasket is tearing easily. There was no consequence to the pt. This is part of two other devices collected by the hosp.